Event description:
It was reported that high capture threshold and decreased sensing were observed. Lead was capped and replaced without complication. The patient was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.